Manufacturer narrative:
There is very little information available in this case. The pt was wearing the v-go at time of death, but the pt was elderly and evidently had other health issues that could not be confirmed without a signed release form. Without an autopsy, cause of death is uncertain. Since the v-go was worn at the time of death, this case is being reported. No investigation could be conducted since the device was not available.

Event description:
On (B)(6) 2013, valeritas sales rep called the call center to report a pt death. The rep did not have any details of the death. The adverse event director contacted the pt's wife who said that her husband passed away during the night in his sleep. Pt's wife stated that no autopsy was performed due to pt's age (B)(6) and multiple health issues including "diabetes and heart problems". Pt's wife stated that the doctor felt that the death could have been caused by "heart attack or low blood sugar". Per the wife, the pt's blood glucose (bg) levels had recently been "ok but on the low side". Pt's wife was unable to provide specific bg values. She stated that pt was wearing the v-go at the time of his death. V-go size unknown. The pt had been using v-go since (B)(6) 2013. The pt's wife did not wish to sign a medical release form at this time. Therefore, no additional or confirmatory information could be obtained from the doctor's office or hospital. Cause of death could not be determined and no autopsy was performed.